Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect platinum filter. (B)(4). Corrected data compared to sus voluntary event report: mw5065685. Report date) 27oct2016, device available for evaluation: y. Cook medical. Investigation is still in progress.

Event description:
Description of event according to initial reporter: celect platinum filter arm found to be fractured. One arm separated from filter, in wall of ivc. Both filter and fragment removed with forceps. Patient outcome: unknown as information was not provided. Additional information from sus voluntary event report: the patient experienced no adverse events.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect platinum filter. (B)(4). Corrected data compared to sus voluntary event report: mw5065685. Date of report: 27oct2016. Device available for evaluation: yes. (B)(6). Summary of investigational findings: a low-quality sceen shot from a fluoroscopic image of the celect platinum ivc filter is provided. The image demonstrates a proximal fracture of a secondary leg. This leg does not appear significantly displaced from the filter. Only 6 additional secondary legs can clearly be visualized, which is likely due to either projection and/or the low resolution of the image. All four primary legs are present and normally aligned. It is noted that the filter and the fractured filter leg were retrieved using forceps. The complaint report does not discuss dwell time, other imaging, or whether or not a previous filter retrieval attempt was performed, which may have been the cause of the filter fracture. Without additional imaging and/or clinical information, the cause of the filter fracture is indeterminate. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: celect platinum filter arm found to be fractured. One arm separated from filter, in wall of ivc. Both filter and fragment removed with forceps. Patient outcome: unknown as information was not provided. Additional information from sus voluntary event report: the patient experienced no adverse events.